Event description:
The following allegation was reported to davol by the pt: it has been alleged that the pt was implanted in the left groin with only the onlay portion of a perfix plug on (B)(6) /2005. It is alleged that approximately two months later he began to experience swelling and pain on his left inguinal side. It is reported that the pain has continued and worsened in severity. It is also reported that the pt is having difficulty urinating and that there is a large knot in his groin area. However, the knot was also present prior to the repair surgery. It is reported that on (B)(6) 2015 the pt visited the emergency department and was given pain medication to manage the pain. X-ray were requested (by the pt) but the emergency room physician denied the request. Pt is reported to be seeking treatment options at this time.

Manufacturer narrative:
At this time, no conclusion can be made as to the degree to which the implant may have caused or contributed to the pt's alleged symptoms. As reported, no surgical intervention has taken place to date. A review of the mfg records was performed and found that the lot was mfg to specification. If add'l info is obtained, a f/u MDR will be submitted.